Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube distal end area was damaged and has a dent, r unit (charged coupled device) broken, video cable was broken. A root cause could not be identified. Based on the results of the investigation, the cause of the customer allegation could not be specified, and the pixel shift was incorrect, likely due to the broken charge-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subjected device did not work or display in two dimensions. The issue was found during set up or inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.